Manufacturer narrative:
Novocure opinion is that the contribution of the array placement to wound infection cannot be ruled out. Wound infection is an expected event with device use and was reported as an adverse event in the ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in both arms of the trial (<1% and <1% in optune/tmz and tmz arms respectively).

Event description:
A (B)(6) male patient with newly diagnosed glioblastoma (gbm) started optune therapy on (B)(6) 2022. Novocure was informed on (B)(6) 2022, that the patient was admitted to the hospital for surgery due to an inflamed wound on his scalp. Optune therapy was temporarily discontinued. On (B)(6) 2022, the caregiver confirmed the patient underwent surgery due to a "very excreted" post-operative scar (last surgical resection date unknown). Novocure was informed on (B)(6) 2022, the patient died on (B)(6) 2022, reportedly from disease progression. Prescribing physician did not provide any additional information or causality assessment.